Event description:
It was reported, the pt had problems with one cylinder which did not work. The device was replaced. Additional information was requested, but not provided.

Manufacturer narrative:
Final device analysis: analysis results showed one cylinder had broken fabric threads and was bulging. The second cylinder and pump performed within specifications. Should additional information becomes available regarding this event, it will be reevaluated and a follow-up report will be sent.